Manufacturer narrative:
Section b5: this report was determined to be duplicate information to MFR report number (B)(4). Section d4: the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Sections d4, d10, h3, h4: additional information. Manufacturer's investigation conclusion: the evaluation of heartmate ii lvas, serial number (B)(4), revealed native heart tissue which extended into the interior of the inlet tube predominantly on one side. In addition, the evaluation of the submitted log file confirmed the report of power elevations; however, a specific cause for the reported events could not be conclusively determined through this evaluation. The pump was returned assembled with the driveline severed approximately 16.5¿ from the pump housing. The remainder of the driveline was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The apical sewing ring was secured to the distal end of the inlet tube with a significant amount of native heart tissue. The sealed outflow graft and outlet elbow were returned attached to the pump¿s outlet port. The sealed outflow graft bend relief and the sealed outflow graft bend relief collar were returned unattached from the outflow graft attachment. The native heart tissue on the apical sewing ring appeared to have extended into the interior of the inlet tube, and a thin layer of tissue was surrounding the proximal end of the inlet tube. The tissue ingrowth was located predominantly on one side of the inlet tube, and it appeared to have partially obstruct the flow of blood, which could have potentially contributed to the report of elevated ldh. Although a specific cause for this finding could not be conclusively determined through this evaluation, tissue ingrowth located predominantly on one side of the inlet tube could indicate a potential inflow conduit alignment issue. However, a potential angling of the inflow conduit during support could not be conclusively confirmed through this evaluation. The remainder of the blood contacting surfaces of (B)(4) did not reveal any developed depositions or thrombus formations which would have contributed to a functional or flow issue. The pump bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies related to wear or damage were observed that would have contributed to a functional issue. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. The heartmate ii lvas IFU lists device thrombosis, hemolysis, and hepatic dysfunction as adverse events that may be associated with the heartmate ii lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported under patient outcome that the patient expired during routine cardiac transplant surgery. It was reported to be unrelated to device or device related therapy.

Manufacturer narrative:
Approximate age of device ¿ 2 years, 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient transplanted due to suspected outflow graft thrombus. It was unclear at the time of explant if thrombus was present. Device was still operating at time of surgery but with higher powers and higher flows.